Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer completed a pump reset before contacting technical support, issue was resolved.